Event description:
According to the report: the pt was implanted with an intravaginal sling intended to treat the pt's stress urinary incontinence. After and allegedly as a result of, the implantation of the sling, the pt suffered significant pain.